Event description:
It was reported that the procedure was to treat a mildly tortuous, moderately calcified, with 90% stenosis, mid to distal right coronary artery (rca). The guide wire crossed the lesion and a 3.5 x 15 mm rx trek balloon catheter was selected. The device was unpacked and soaked in saline. The catheter was being advanced over the guide wire when it was noted to be kinked distal to the hub. The device was not used. There was no resistance when removing the catheter from the dispenser. There were no kinks or damage noted to the dispenser. A 3.5 x 18 mm non-abbott balloon catheter was used and the procedure was completed successfully. There was no significant delay in the procedure and there was no patient involvement. No additional information was provided. Analysis of the returned device revealed that the hypotube was broken and leaked when pressurized.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: heartrail jr 3.5. Evaluation summary: the device was returned for evaluation and the reported damage was confirmed. A test indeflator, filled with water, was used in an attempt to pressurize the balloon when fluid leaked at the partially separated hypotube 1mm distal to the distal end of the hub. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.